Event description:
(B)(4). It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced injury, pain, erosion and required additional surgery.

Manufacturer narrative:
The sample was not returned. The lot number is unk therefore the device history record could not be reviewed. The instructions for use which accompanies all devices currently address potential risks associated with surgically implanted materials. The instructions for use states in the precautions: "pelvisoft biomesh is for single-patient use only and is to be implanted surgically. If either the outer polyester/polyethylene pouch or the inner foil pouch has been perforated or torn in shipment or storage, then the enclosed pelvisoft biomesh should not be used. Pelvisoft biomesh should be hydrated or moist when the package is opened. Dehydrated or dry tissue should not be implanted." (B)(4).